Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the clinical site indicated the pump migration occurred; diagnosed as medical device discomfort.

Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign healthcare provider (hcp) via a product surveillance report (psr) regarding a patient who received morphine (3.5mg/ml, 0.4801mg/day, 0.0070mg/hour) and bupivacaine (36.5mg/ml, 5.006mg/day, 0.073mg/hour) in an implantable pump (flex dosing) for unknown indication for use. The pump was implanted on (B)(6) 2016 due to end of life of the previous pump. The patient experienced discomfort when sitting since implant (patient was in clinic for routine wound review on (B)(6) 2016). Upon examination on (B)(6) 2016, the nurse confirmed the apex of the pump was sitting under a rib and the patient was referred to the pain consultant clinic for assessment. During the (B)(6) 2016 assessment, pump migration and impingement on 12th rib was confirmed and the patient was listed for repositioning. The discomfort was diagnosed as impingement of the 12th rib. The pump was repositioned on (B)(6) 2016, which resulted with in-patient or prolonged hospitalization. As of (B)(6) 2016, the patient had no further complaints of discomfort and the wound was healing well (no concerns for refill and review). The issue was considered related to the implant procedure. The patient was seen for a review and refill on (B)(6) 2017 and there were no further complaints; position was noted as much improved and wound site was healthy. The issue resolved without sequela as of (B)(6) 2017.